Event description:
It was reported that the customer went to the emergency room with a blood glucose of 751 mg/dl and ketones that were identified as dangerous by a healthcare provider. The customer alleged that the pump was not delivering boluses, however pump logs were not available for review. The customer was treated with intravenous fluids of saline and insulin. The customer was released the next day with the issue resolved and no permanent damage.